Event description:
After an implant period of approximately 6 months it was reported that the lead was not pacing even by programming the maximum output. The lead was replaced and removed but not returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.